Event description:
It was reported that during the implant procedure the physician had difficulties removing the guidewire from the lead and when the physician tried to introduce another guidewire they also had difficulties. The guidewire was inserted but then there were difficulties removing it. The physician decided to implant another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.